Event description:
The manufacturer obtained the following information from a published paper titled "transcatheter aortic valve replacement for sutureless bioprosthetic valve tilting resulting in severe paravalvular leak' (sandra zendjebil, et al., j am coll cardiol case rep 2024;29:102270). It is a case of undersized perceval valve in a bicuspid valve with consequent tilting and pvl, solved with tavi-in-perceval. The patient with asymmetric type 1 l-r bicuspid valve, mean internal diameter of 34.6 mm, was implanted with perceval valve size xl. After 4 months, the patient was readmitted due to weight gain, limb edema and jugular vein distension. At tee, severe anterior aortic pvl was detected. Cardiac computed tomography revealed significant malposition and tilting of the bioprosthesis, resulting in a crescent-shaped anterior gap extending over 5.8 mm in length and 197.9 mm2 in area. Since surgical revision was high risk mostly owing to morbid obesity and severe sleep apnea and was refused by the patient. Valve-in-valve transcatheter aortic valve replacement was performed with a 29-mm sapien 3 transcatheter valve (edwards lifesciences). On-table transthoracic echocardiography revealed a reduced but persistent anterior pvl. Therefore, post-dilation was performed using the same balloon and adding 2 ml (total overfill of 5 ml). Final on-table transthoracic echocardiography revealed significant pvl regression to a mild degree and a mean transprosthetic gradient of 4 mm hg. As reported in the publication, two months after surgery, the patient had no heartcfailure symptoms echocardiography revealed persistent mild anterior pvl. Follow-up CT revealed adramatic reduction in the gap between the prosthesis and the aortic wall.

Manufacturer narrative:
As reported in the publication, the displacement of the percival prosthesis was clearly caused by the inadequate size of the valve. In fact, it is reported that the native patient's annulus was asymmetric with dimensions 37.1 x 32.1 mm (mean diameter of 34.6 mm), while, as per ifus, percival valve size xl is indicated for an annulus diameter in the range 25-27 mm. As such, the percival prosthesis was clearly undersized at the time of implant. It should be noted that, as reported among the warnings in percival ifus, a percival valve shall not be under or oversized since this could result in possible migration, excessive compression/rupture of the aorta, suboptimal expansion or valve folding that may lead to fatal arrhythmia or hemorrhage, regurgitation or altered hemodynamics. In the present publication, the under sizing of the percival prosthesis led to valve tilting which resulted in pvl and consequent heart failure signs.